Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0w6zr, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. It would not work with either antenna. No patient harm was reported. This occurred on (B)(6) 2015. The patient was not recently implanted or had revision surgery. It was confirmed that the antenna was secure, it was synced with the implantable neurostimulator (ins), and this resolved the reported issue. The reported symptoms were leaking in her bed overnight and fecal incontinence. This occurred on (B)(6) 2015 and was a sudden change in therapy/symptoms. There were no falls, accidents, traumas, or changes in routine. This was the first time anything like this had happened. Therapy had been effective since implant. The patient increased the amplitude on program 1. After follow-up with the patient, it was reported that replacing the patient programmer did not resolve the poor communication and fecal incontinence. They still had some day-time leakage (not all the time) and night-time (1-2 times). The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that they had notified their managing physician about the gradual return of symptoms. No circumstances led to the issue. They changed the wattage and they now had a better control of things.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported there was a poor communication screen on the patient programmer. The antenna was confirmed to be secure, it was synced, and this did not resolve the reported issue. Also, they experienced a loss or change of therapy. Her implantable neurostimulator (ins) did not seem as strong as it used to be. They were unable to check the stimulation status because of the patient programmer issue. There were no falls/trauma or electromagnetic interference (emi) related to the issue. The patient was leaking and they were making a mess while sleeping. This was considered a gradual change in therapy/symptoms. This started once a week and then became more frequent.